Event description:
A medtronic representative reported that "the localizer not connected error" appeared on the screen while the system was being removed from the operating room. Surgery was completed with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight was not available from the site. No parts or files have been received by the manufacturer for evaluation.